Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission, undersensing causing false pause and brady episodes was noted. Programming changes were discussed. No intervention has been done as the device remains implanted. No further information is available at this time.